Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty charging. The patient reported getting poor coupling with recharging. The patient reported that they got the stimulator for a bad back. Prior to getting the stimulator, the patient reported that they had issues with herniated disc and chronic radiculopathy in the legs, and nerves were pinched for so long and they got the stimulator to help the nerve issue and chronic pain. The patient reported that they were not sure if the pain was from hip or back. The patient reported that they had several herniated discs and a fusion, then had a labral tear in the hip and had both fixed. The patient reported that after they were fixed, they still had nerve pain: the leg was jumpy and tingly, and they could not tolerate anything touching the leg. The patient reported that the leg was constantly aching with pain. The patient reported that stimulator did helped with the issues but now they can¿t get the implant to charge. The patient reported that they cannot get the implant to charge. They have been having trouble for a while and it takes forever to charge because they cannot get it to stay in one position and they cannot lay still for 7 hours to charge. The patient reported that they have some curves, so when they put the charger on their back and tried to charge using the belt, it kept slipping up. The patient reported that charging was fine if they lay flat. The patient reported that they usually just charge enough to get them through the day and never got a full battery. The patient reported that they could only go 2 days between charges and it took 8 hours to get a full charge and it was frustrating. The patient reported that now the screen was dark and blank even though the green light was on for the desktop charger. The patient reported that in the past they have seen the ¿too hot¿ screen on the ins recharger (insr). The patient reported that they could not communicate with the patient programmer. The patient reported that tried to use the patient programmer to synch but it came up with poor communication. It was reported a manual reset was unsuccessful. The patient was redirected to healthcare professional to resolve potential over-discharge and recharge frequency. The replacement ins recharger was requested. The patient reported that they received the replacement recharger but they were unable to charge and were getting ¿reposition antenna screen¿. The patient reported that they repositioned the antenna, and turned antenna dial through all 4 positions. The reported that last ins charging session was more than one to three months ago. The patient reported that the stimulator was turned off as ins was dead due to charging difficulty. The patient reported that the neuropathy condition was not getting better. The patient reported that they were dealing with pain and neuropathy in the legs. It was reported that the pain has gotten worse.